Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. There was no moisture damage found inside the pump. We were unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, and excessive no delivery test due to the button error alarm and no button response. Also, the pump was received with a cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's last blood glucose was 54 mg/dl. Customer treated with cereal. Customer stated that she is not able to clear the button error alarm. Customer inserted the pump in her sports bra and it might've pressed the button when she was working out. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer thinks there is moisture under the lcd screen. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.